Manufacturer narrative:
(B)(4). An initial examination of the returned device noted that the stent was fully mounted. It was noted that the inner lumen and tip were withdrawn proximally into the outer sheath. The deployment handle had detached from the outer sheath. The outer sheath was stretched in appearance for a distance of 120mm distal to its proximal end. The shaft of the device was kinked at the location between the blue section and clear section of outer sheath. The shaft was also kinked between 900mm and 970mm distal to the proximal end. A bend was noted in the stainless steel shaft just distal to the hub handle. During a functional evaluation, it was not possible to retract the outer sheath by hand to deploy the stent. The shaft was dissected proximal to the mounted stent. The dissected section of inner shaft and stent were withdrawn from the outer sheath distally. There were no issues noted with the deployed stent or the stent holder. There was no issue in the movement of the outer sheath after dissection. The remainder of the inner shaft was removed from the outer sheath and no issues were noted. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a procedure (event date not provided). During the procedure, it was reported that "the deployment handle snapped before the stent was correctly positioned and deployed." No patient injury was reported as a result of this event. Based on the device analysis, which found that some of the polytetrafluoroethylene (ptfe) coating to be detached from the inside of the outer sheath, this is now considered a reportable event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.